Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint of grip failure/ inadequate clamp. When the fenestrated bipolar forceps (fbf) instrument was placed and driven on an in-house system, the fbf instrument passed the recognition and engagement tests. The fbf instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The fbf instrument passed the grip bump test. There was an additional finding not reported by the site. The fbf instrument was found to have damage of the conductor wire¿s insulation. A piece measuring approximately 0.022" x 0.072" was missing from the insulation. The instrument's conduct wire was exposed as a result. The fbf instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot# n10201109 0037) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on 21 september 2021 on system sk2156. The instrument had 5 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. Additionally, although there is no allegation that fragment fell inside the patient, a piece of the insulation was noted to be missing and was not returned with the fbf instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
This fenestrated bipolar forceps instrument was an incidental return included with another instrument that was reported for a grip failure issue. No allegation was made against this product. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However; no further details have been received as of the date of this report.